Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer did experience symptoms such as nausea, vomiting, abdominal pain and difficulty breathing a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with insulin drip and emergency room. The customer stated that insulin pump had motor error alarm and motor position encoder error. Drive support cap was normal. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.